Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2015-00302, and 00303. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery using a penumbra system 5max ace reperfusion catheter and a penumbra system 3max reperfusion catheter. Upon removal from the packaging, an ace catheter was found fractured and was not used. A new penumbra system 5max ace reperfusion catheter was used and the procedure continued. The physician advanced the ace catheter to the target vessel over a 3max catheter. The physician attempted to remove the 3max catheter, however it met resistance. Both the ace catheter and 3max catheter were removed together and the ace catheter was found to be damaged. The procedure continued successfully using new penumbra system 5max ace reperfusion catheter and a new penumbra system 3max reperfusion catheter.